Event description:
During testing of a returned amia cycler (ac), it was determined that the ac failed volumetric calibration testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation and evaluation is underway. Upon completion of the investigation, or should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The amia device evaluation was completed. During functional testing, the device failed the verify volumetric calibration portion of return instrument test/evaluation (rite). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the rite failure. A visual inspection was conducted by the supplier and did not find any issues with the device. The supplier¿s evaluation concluded that this rite failure was due to the bimodal data which had caused the %vme (volumetric measurement error), from patient, to be elevated beyond requirements. The supplier was to correct the issue by implementing a design change to the manifold for amia v2.0. The manifold was to be modified to prevent air from being trapped under the rubber manifold gasket. This issue is continuing to be tracked by the supplier. Should additional relevant information become available, a follow-up report will be submitted.